Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a device change out, noise episode as vf was observed. The lead was capped and replaced. Patient is doing fine.